Event description:
It was reported that tip detachment occurred requiring intervention. The target lesion was located in highly tortuous coronary artery. A 135cm rubicon 35 guide catheter was advanced for use. However, during the procedure, the catheter tip broke off into the patient's aorta. The physician used a snare to retrieve the broken catheter tip and was successfully removed. The procedure was cancelled and there were no patient complications reported. The patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: the rubicon 35 guide catheter was returned to boston scientific for analysis. The device was visually and microscopically inspected for damage. The devices shaft showed a separated shaft located 13.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for a separation.

Event description:
It was reported that tip detachment occurred requiring intervention. The target lesion was located in highly tortuous coronary artery. A 135cm rubicon 35 guide catheter was advanced for use. However, during the procedure, the catheter tip broke off into the patient's aorta. The physician used a snare to retrieve the broken catheter tip and was successfully removed. The procedure was cancelled and there were no patient complications reported. The patient was fully recovered.